Event description:
The customer reported the zoom functionality of the subject device was malfunctioning. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material. Black foreign material and a white foreign material like a feather were adhered to the inside of the nozzle. Analysis of the foreign material found carbon was a component of the black foreign material and protein and cellulose were detected in the white foreign material. Based on analysis of previous complaints, the carbon may have been amorphous carbon. The protein detected in the white material may have been derived from human, bacteria, or protein-based chemicals and the cellulose may have been derived from lint or fiber of sheets. A review of the device history record found no deviations that could have caused or contributed to the clogged nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, reprocessing of devices at the facility is performed according to the reprocessing manual using a non-olympus reprocessor. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (zoom malfunction) was confirmed during testing. The zoom speed was out of specification due to sliding of the length range failing. In addition, angulation was reduced and there was play in the angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was chipped due to chemical/physical stress, the bending section was scratched due to handling, the tip cover was crushed due to a crack of the resin caused by handling, and there was a pinhole in the forceps channel. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.